Manufacturer narrative:
Medwatch sent to FDA on 02/23/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hives and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details." Adverse events: "the most common injection-site responses for juvéderm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress. Vascular occlusion of vessels resulting in necrosis and vision abnormalities, have been reported following injection of juvéderm products, with and without lidocaine, with a time to onset ranging from immediate to within one week following injection. These reported events likely resulted from inadvertent arterial injection. In many of these cases, the product was injected into the highly vascularized areas of the glabella, nose, and periorbital area, which are outside the device indications for use (see warnings section). Reported treatments include: anticoagulants, epinephrine, aspirin, hyaluronidase, steroid treatment, eye drops, hyperbaric oxygen, and surgery. Outcomes have ranged from completely resolved to ongoing at the time of last contact."

Event description:
Healthcare professional reported that about 5 weeks after injection in the lips with one syringe of unspecified juvederm ultra xc, the patient broke out into hives all over their body. Patient self- prescribed with benadryl but since the symptoms were not improving, the patient visited the emergency room where they were provided prednisone as treatment. Healthcare professional stated that after the hives subsided, the patient developed swelling in the lips, which has since improved, but currently one side of their lip is still swollen.

Event description:
Healthcare professional provided clarification of the event, reporting that symptoms have resolved.